Event description:
The patient contacted animas on (B)(6) 2013 and alleged elevated blood glucose (bg) in the 300-400 mg/dl range over the last 4 to 5 days. The patient reporting self-treating with manual injections to lower the bg. The patient reported waking the morning of the call with bg of 400 mg/dl with vomiting. The patient reported that she went to the emergency room for treatment and received IV fluids and insulin and was released home when her bg had lowered to 150 mg/dl. At the time of the call, the patient reported her bg was 72 mg/dl. The pump was reviewed with the patient and the patient confirmed the pump settings were as intended. Customer support confirmed there were no alarms, the total daily dose amounts were correct, the pump had not been suspended, the prime history and bolus history were correct. The patient reported she had started using a new vial of insulin 5 days ago when the bg issues began. The patient further reported that her manual injections were from the same vial of insulin and she had to use more insulin than usual to bring the bg down. The patient stated she would begin using a new vial of insulin and make sure all the old insulin was out of the tubing before use. This complaint is being reported because the patient experienced elevated bg while on insulin pump therapy.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during investigation, a review of the pump history showed the last basal delivery was on (B)(6) 2013 and the last bolus was on (B)(6) 2013. A time and date reset to the default setting was observed in the black box on (B)(4) 2013 22:18. The date and time was then set incorrectly to (B)(4) 2013 10:22. There were no alarms related to the complaint in the black box or alarm history; only typical usage was observed. The total daily doses added up correctly to reflect the users¿ programmed basal rates. The pump was found to be delivering within the required specification at the conclusion of the 29 hour flow accuracy test. Unrelated to the complaint, the pump was opened and evaluation revealed the internal clock battery on the printed circuit board had failed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The complaint was not able to be duplicated during the investigation.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.